Manufacturer narrative:
Section a2, a3b, a4, a5 and a6: unknown; information not provided. . .   Section e1: email: unknown; information not provided. Section e1: telephone number: (B)(6). Section h4. Device manufacture date: unknown, as the serial number of the device was not provided. Attempts have been made to obtain missing information; however, to date, no response has been received. Device evaluation: the product was not returned for evaluation therefore, testing of the device was not possible. Manufacturing record evaluation: manufacturing records for the device could not be reviewed as device indefinable information was not provided. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. Based on the limited information provided, it is not possible to determine an indication of product malfunction or product deficiency. Johnson & johnson surgical vision will continue to monitor these types of complaints. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient's vision deteriorated following an operation. Initially, the patient's vision was 6/6 n6, but one month post-operation, the vision had deteriorated to 6/18 and n18, with ph6/9. No further information is available.

Manufacturer narrative:
Upon further review of the event, the codes vision loss (2138) and sub-optimal results (2271) are no longer applicable. The codes have been updated to visual acuity decreased (2138). Therefore, the event was reassessed and it is no longer a reportable event. No further information will be submitted under medwatch 3012236936-2025-0000849. Hence, a correction MDR is needed with the aware date of 3/28/2025, the date the file was reviewed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.